Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure. According to the complainant, during the colonoscopy procedure, the technician was unable to retract the needle back into the catheter. They had to pull the needle out through the channel of the scope; this caused damage to the scope. The procedure was able to be completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure. According to the complainant, during the colonoscopy procedure, the technician was unable to retract the needle back into the catheter. They had to pull the needle out through the channel of the scope; this caused damage to the scope. The procedure was able to be completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported complaint was confirmed. The unit was received with the catheter kinked throughout the length of unit. Visual inspection noted that the needle was in the extended position, and could not retract due to a kinked hypotube, which was found when the catheter was disassembled . The device may have been forcibly actuated, which would have caused the hypotube to kink inside of the catheter. The most probable root cause operational context, as the catheter appears to have kinked during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.